Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with no capture at the max outputs and high impedance due to a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.